Event description:
The customer reported to olympus their evis exera iii video system center power button has been depressed in so far it can¿t come out. There was no death, harm, or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, the service center confirmed the reported event due to a defective power switch. It was also noted a loose locking level due to defective printed circuit board and the software needed to be updated. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the defective/faulty power switch could not be identified. However, it is likely the cause is related to the design change of the power switch. The design of the power switch was changed to improve its resistance. Modified products have been shipped since november 18, 2013. This also confirms that the reported device was manufactured prior to the design changes and shipment of modified products. Olympus will continue to monitor field performance for this device.